Manufacturer narrative:
(B)(6). B3: date of event - correction; b5: describe event or problem - correction; d4: additional device information ¿ correction; h2: correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage test was performed and failed due to 0vdc. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. The reported event of signal loss over 1 hour is reportable because there is no data to view. No injury or medical intervention was reported.